Event description:
It was reported that there were difficulties interrogating this pacemaker. Additionally, there were concerns of premature battery depletion (pbd). Technical services (ts) was contacted and recommended trouble shooting. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Correction to field h9: there is no correction or removal report applicable to this report.

Event description:
It was reported that there were difficulties interrogating this pacemaker. Additionally, there were concerns of premature battery depletion (pbd). Technical services (ts) was contacted and recommended trouble shooting. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that there were difficulties interrogating this pacemaker. Additionally, there were concerns of premature battery depletion (pbd). Technical services (ts) was contacted and recommended trouble shooting. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported outside the revision procedure.